Event description:
It was reported that the pt was found unresponsive at approx 06:11. The pt's collapse was not witnessed. CPR was initiated and 911 was called. The customer arrived at approx 06:24, 13 minutes later, and noted that the pt was pulseless, not breathing, was pale, had cold extremities and had dilated and fixed pupils. The pt was still warm under the arms. The customer moved the pt and immediately initiated CPR and connected the device to the pt with quik-combo defibrillation electrodes. Also, at this time an airway was inserted. It was reported that the device prompted "connect electrodes" and "push analyze". The device did not have an analyze button. A police officer went to their vehicle and obtained another lifepak 500 device (unk serial number). The same electrodes were used with the second device and only "no shock advised" prompts were given. A paramedic arrived with a lifepak 12 device (unk serial number) at approx 06:39 and the pt was moved to an ambulance. The lifepak 12 device also only prompted "no shock advised". The pt was not resuscitated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.